Event description:
It was reported that, "the universal adapter came apart."

Manufacturer narrative:
Evaluation summary: the exact cause of the event could not be confirmed because the entire assembly was not returned to (B)(4). The driver body, spring, power assembly, and the shuttle ring were returned while the driver retaining ring, the ball seal, and the lock pin were not. It is uncertain how the latter three sub-components were separated from the entire assembly. It is known that the inner parts, including the retaining ring, are necessary in the assembly of the part. The device is not meant to be disassembled. The device contains inner parts, such as a retaining ring, that could be broken by disassembly, rendering the device inoperative. Based on prior complaints, it is likely that this device was damaged due to improper disassembly for cleaning. The device manufacturing history record indicates no reported discrepancies.